Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6)-2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring ii seal would not deploy. The hospital stated that it was misfired. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.